Event description:
In 2009, customer reported patient results for troponin (tni) that are out of range on the triage cardio profiler kit. Customer said ER doctor questioned result as negative tni of 0.3 on triage whereas analyzer was positive tni. There was a tni 0.3 result from sample taken at 1 am today and tni 0.23 from sample taken at 5 am. Anything less than 0.4 is considered "normal" (customer established a reference range for their population). Customer believes any tni would be cause for concern and not necessarily "normal". Sample cannot be returned as it was not stored per package insert instructions.

Manufacturer narrative:
Investigation pending.